Event description:
Approx. One week after performing a total knee procedure using cement, the surgeon had to re-operate and replace the total knee tibial tray and tibial surface due to loss of bonding between the bone cement and tibial tray.